Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed low battery alarm everyday. Customer's blood glucose was unknown. Battery cap had been replaced but the issue persisted. Reservoir ring was missing. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.